Manufacturer narrative:
The data files and balloon catheter 2af283 with lot number 58619 were returned and analyzed. The data files showed at least eight applications were performed with the returned catheter without any issue on the reported date of the event. The file showed system notice 50005 "leak detection" on the reported date of the event. Smart chip verification of the balloon catheter indicated the catheter was used for eight injections. The catheter failed the performance test due to triggering system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. External visual inspection of the catheter showed the device was intact with no apparent issue. Dissection / pressure testing showed guide wire lumen was breach and kink at the 2.125 inches from the tip, coagulated blood was reviewed inside the balloon area. The reported system notice 50005 issue was confirmed through data analysis and through the product analysis. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.